Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than twenty-fours after atrial lead implant, the lead dislodged. During the atrial lead revision procedure, the implantable pulse generator (ipg) setsecrew came out and could not be re-inserted. The ipg was removed and replaced with a different device. The atrial lead was re-positioned, connected to new device and remains in use. No patient complications have been reported as a result of this event.